Event description:
It was reported that the tubing and balloon of this artificial urinary sphincter (aus) started to erode. The aus was explanted. There were no device issues and not further patient complications.